Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 patient received a left attune total knee to treat severe osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. On (B)(6) 2020 patient received a left knee revision to treat a mechanical loosening. The tibial tray was found to be loose at the cement to component interface. No bone loss was noted once the tibial tray was removed. Infection was ruled out. The femoral component was removed, but was noted to not be loose. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient was revised with competitor products and cement. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.